Event description:
It was reported that a patient experienced hypoglycemia with seizure after a rapid glucose decline following breakfast while using the ilet system; the caregiver expressed concern that the pump delivered too much insulin, and device data showed corrections during a preceding hyperglycemia with subsequent alerts for glucose falling quickly, urgent low soon, and urgent low, followed by treatment with oral glucose. Symptoms included hypoglycemia and shaking/tremors. Outcomes included a serious injury/illness. Investigation included communication with the user¿s caregiver and analysis of information provided by the user/third party. Investigation of this case revealed no findings available regarding a device malfunction and insufficient information regarding a specific device component, and the medical device problem remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.